Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept beeping a lot. The customer also reported that they their blood glucose had been running high for the last 3 months, within the range of 500 mg/dl. The customer's current blood glucose level was 512 mg/dl. The customer would treat the high blood glucose with manual injections and a bolus. The customer declined troubleshooting on the insulin pump for high blood glucose. Additionally, the customer reported that the drive support cap was damaged and flushed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.